Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 49 mg/dl at time of event. Customer current blood glucose level was 159 mg/dl. Customer was treated with glucose tablet for low blood glucose. Customer declined for troubleshooting for low blood glucose. It was unknown that auto mode feature was active or not at time of event. The insulin pump will not be returned for analysis.